Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same date, the patient was treated in the emergency room for low blood glucose (bg). The patient reportedly loss consciousness while driving and was noted to be "sleepy" with blurred vision. The patient's bg was reported to be 55mg/dl at the time of the incident and the patient was treated with glucose tablets/gel and food/drink. Troubleshooting could not be completed at the time of the initial call to animas. Customer technical support made attempts to contact the report for troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia and the pump could not be ruled out as a contributor.

Manufacturer narrative:
Follow-up #1: date of submission 07/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/05/2016 with the following findings:a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2016 at 03:30am prior to a call service alarm. No delivery interruptions were recorded. The pump powered on to a call service alarm that could not be cleared. Additional investigation for the complaint could not be completed due to the alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.